Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4).. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient was revised to addressed adverse reaction to metallic debris(armd), pain, systemic symptoms of cognitive decline and pseudotumor. The stem was in 15 degrees anteversion and the trunnion and head showed gross corrosion. The acetabular component was in 45 degrees abduction and anteverted about 20 degrees and had minor lysis. MRI findings reported of significant metal artifact is present for the left hip prosthesis. Prior to revision patient alleges stiffness, injury, instability, weakness and metallosis. During revision doctor found out inflamed hypertrophic synovium and anterior capsule was thickened. Doi: (B)(6) 2008 : dor: (B)(6) 2020 (left hip).